Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4)2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with the non-fasting result of 592mg/dl. The expected fasting blood glucose test result range is 89 to 110mg/dl. The customer did report symptoms of having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/18/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 310mg/dl (B)(6)2017 04:15 pm fasting: no. A 592mg/dl (B)(6)2017 04:00 pm fasting: no. A 120mg/dl (B)(6)2017 01:05 pm fasting: no. A 164mg/dl (B)(6)2017 07:35 am fasting: yes. A 363mg/dl (B)(6)2017 08:08 pm fasting: no. Customer is concerned with high readings.